Event description:
The customer initially called to report a prime anomaly. The customer then mentioned she was hospitalized for low blood glucose levels. Prior to the hospitalization, the paramedics were called to her home to treat the low blood glucose with glucagon.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test. The insulin pump alarmed during the error test. Unable to perform further testing due to the prime anomaly.